Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcr type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcr type 260 series reprocessing manual chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. During the evaluation it was found that the nozzle had foreign objects inside due to insufficient cleaning. Additional findings were as follows: due to wear of lock engagement lever, up/down knob cannot be locked securely, due to wear of angle wire, bending angle in up direction did not meet the standard value, the adhesive on bending section cover had a chip, the plastic distal end cover, the objective lens, the universal cord, the lock engagement, the up/down knob had a scratch, free engage knob, the protector of universal cord on scope connector side, the connecting tube, the switch box, the scope cover, the scope connector, the grip, the control unit, the right/left knob, all had a scratch, the protector of universal cord on control section side had a cut, light guide lens had a crack, and the adhesive around light guide lens was peeled, the paint on air/water cylinder was peeled, the paint on suction cylinder was peeled, the control unit has discoloration, the electrical connector had corrosion due to water leakage, the connecting tube has a wrinkle, and the forceps channel port, suction cylinder both were shaved. Based on cds attachment in case for foreign material: due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility commented or concerns regarding reprocessing: the supply required for pre-cleaning is: the number of (10 seconds) is slightly insufficient. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer), that the angle was weak on the evis lucera gastrointestinal videoscope. During the device evaluation, the following reportable malfunction was found: there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.